Event description:
It was reported that a patient had a ¿claw plate¿ implanted a year ago and it ¿has caused a lot of trouble". This report is for an unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient had a posterior kocher-langenbeck procedure for a broken femur neck from a fall on (B)(6) 2014. She has leg pain and her knee and ankle have been swollen since (B)(6) 2014. She had difficulty getting up but able to ambulate.

Event description:
It was reported that on (B)(6) 2014 the patient had a left hip hemiarthroplasty for a left femoral neck fracture. During the procedure, the patient suffered a greater trochanter fracture. During press fitting of the femoral stem a non-displaced fracture at the base of the greater trochanter occurred. A synthes trochanteric cable and plate system was used to secure the greater trochanter. The procedure was then completed without further complication. During a follow up visit on (B)(6) 2014, the patient complained of pain with her vasculitis distally. She had been at a care facility working on strengthening upper and lower extremities. She was touchdown weight bearing on her left lower extremities because of the greater trochanteric fracture. It was noted the range of motion of her hip was tolerated without pain and her reflexes were intact. Plain radiographs of the pelvis demonstrated left hip hemiarthroplasty with a claw plate in place. There was no evidence of subsidence. Leg length appeared reasonably equivalent. It was reported that x-rays from (B)(6) 2014 were compared to x-rays from (B)(6) 2014. It was noted that post-surgical changes of non-cemented left hip hemiarthroplasty and greater trochanter claw plate with two cable wires are redemonstrated in stable alignment and without complication. No new osseous abnormality was seen. There was no gross change in alignment of the patient¿s previous left inferior pubic ramus fracture. The right hip was grossly maintained. There were minimal degenerative changes of the pubic symphysis. There was generalized osteopenia. This report is for an unknown trochanteric plate/cable system.

Manufacturer narrative:
This report is for an unknown trochanteric plate/cable system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.